Manufacturer narrative:
On 03-nov-2021, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2021. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with unspecified mentor breast prostheses and suffered several unexplained systemic symptoms, including feeling terribly sick and feeling like ¿she¿s on her deathbed every day.¿ no device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.